Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. The lead was severed 162 mm from the terminal pin. Set screw marks were noted on the terminals, including the marks from the other manufacturer's device. Blood/body fluid were noted in the lumens. Resistance testing verified the lead was continuous on the pacing pathways, however a fracture was identified on the high voltage conductor on the proximal end of the yoke stake block. This damage was likely induced during the explant procedure.

Event description:
Approximately seven years later a portion of the lead was explanted with another manufacturer's device and returned for analysis. No additional allegations were received while the lead remained implanted.